Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead exhibited noise leading to over-sensing. Programming changes were performed. The patient will further be monitored. The patient condition was stable.

Event description:
New information received notes that the over-sensed noise re-occurred. The lead was capped and replaced on (B)(6) 2022. The patient was recovering post-procedure.